Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: na. (B)(4). Investigation summary: a device history record review was completed for provided material number 301036 and lot number 0079591. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a case label with the lot number and expiration date. The other two photos show a case label with no expiration date; instead it has "- - ". Investigation conclusion: based on the investigation with the analysis of the photo sample the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: it could be possible for this defect to occur if the printer had a jam and didn't print the label properly. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 50ml s/t bns was missing the expiration date. This occurred on 7 occasions. The following information was provided by the initial reporter: material no: 301036, batch no: 0079591. It was reported that 7 cases were received with the expiration date missing.